Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer dropped the pump on the floor while sleeping causing the touch screen to shatter. Customer is unable to interact or navigate through menus to deliver bolus insulin due to the shattered screen. Customer's blood glucose was 137 mg/dl. Reportedly, customer continued to use the current pump for basal insulin delivery and also has manual injections available.